Manufacturer narrative:
Device evaluated by manufacturer? No. Lens implanted. Method: (process evaluation): work order search. Results: (evaluation result): a lens work order search was performed and no similar complaints were found. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -8.5/+2.0/092 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was reported as having a low vault and a refractive surprise. The surgeon is planning on explanting the lens. The lens remains implanted.